Event description:
It was reported that during a percutaneous coronary intervention procedure, balloon movement in the lesion occurred. The 99% stenosed target lesion was located in the severely tortuous and calcified mid right coronary artery (rca). The 3.0x15mm apex monorail balloon catheter was advanced to the lesion and during the first balloon inflation, the apex balloon slid to the proximal side of the lesion. The balloon was then deflated and the physician tried to re-cross the lesion with the apex device, but was unsuccessful in crossing the lesion again. The device was successfully removed and the procedure was completed with another of the same device. No patient complications were reported.